Event description:
It was reported that after three uses, there was a severe exfoliation in the nitinol guidewire during the fourth use and it became not lubricant. It was unknown whether the event included extra operation or drug therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after three uses, there was a severe exfoliation in the nitinol guidewire during the fourth use and it became not lubricant. It was unknown whether the event included extra operation or drug therapy.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.